Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Successful pre-use check was performed prior and after the event. No technical error codes were generated to indicate that there was a ventilator malfunction at the time of the event.the conclusion is that there are no indications of ventilator malfunction during the ventilation period. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not cycle. There was no patient harm. Manufacturer's ref (B)(4).